Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited rising and high thresholds approximately two and a half weeks post implant. The leadless ipg was inactivated and a new leadless ipg was implanted. No patient complications have been reported as a result of this event.